Manufacturer narrative:
In this case, the returned device analysis confirmed the reported inability to lower the clip as the harness was observed pinching the gripper cover. The analysis also identified that the clip was unable to close. Furthermore, a visual inspection of the device identified jammed harness, frayed gripper cover and broken welded actuator assembly. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the available information and return device analysis, the reported gripper actuation issue is due to the harness pinching the gripper cover. The harness pinching the gripper cover appears to be due to the procedural conditions. The observed frayed gripper cover is a cascading event of the harness pinching the gripper arm cover. The broken welded actuator assembly appears to be due to a combination of post procedural exposure to saline and shipping/ handling of the device. The observed inability to close the clip is a cascading effect of the reported broken welded actuator assembly. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+ and a posterior prolapse. An xtw clip was prepared per the instructions for use (IFU) and inserted without issues. However, while grasping, it was observed that one gripper would not lower. Troubleshooting was performed, but the issue was unable to be resolved. Therefore, the clip was removed and replaced. Two clips were then deployed, reducing mr to a grade of 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.